Manufacturer narrative:
Film evaluation results are: review of 2 CT slices post-implant reveled that an endurant stent graft system was implanted in the patient. The bifurcate was positioned ~1cm below the visible right renal artery. The bifurcate proximal od measured ~29mm l-r. The infrarenal neck and aortic body were angulated ~50deg a-p, and were essentially straight in the l-r orientation; relative to the iliac limbs. From the sagittal view, contrast was seen within the top of the sac from the anterior side of the bifurcate, just below the proximal margin. Both limbs appeared to be patent. Review of four still angio images during an intervention revealed that the endurant bifurcate was positioned ~1cm below the right renal artery. A likely proximal type I endoleak was visible. The bifurcate proximal fabric appeared to have bulged out radially just below the suprarenal stents, indicating aortic diameter increase just below the renals. Per the calibrated catheter, the stent graft diameter at the proximal markers measured 20mm and the flow lumen diameter at the level of the first covered stent was 24mm. An endurant aortic cuff was then seen implanted ~1cm above the bifurcate, and final angio showed that the en doleak appeared to have resolved. No other stent graft issues were observed. The exact cause of the proximal type I endoleak, leading to the aaa expansion, could not be determined from the images provided. The anatomy at implant is unknown, and earlier post-implant films were not available for review. It is possible that disease progression, with neck dilatation and short remaining proximal seal length, may have led to the inadequate proximal seal. The type ii endoleak also likely contributed to the aaa expansion.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 57 mm diameter abdominal aortic aneurysm. The current diameter of the aorta at the renal artery is 25 mm with a length of 6.5 mm and a 10 degree of angulation. It was reported that a CT, conducted approximately three years and eleven months post index procedure, revealed that there was a type ii endoleak and a proximal type I endoleak. The aneurysm had expanded from 5.7 cm to 7.0 cm. The physician elected to implant an endurant aortic cuff with coverage over the patient's accessory lower renal artery and the endoleak was resolved. Per the physician, the cause of the event was due to disease progression. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.